Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, including pressure test and clear passage test, were performed and no leaks were observed. However, there was noted a blockage in one of the joints between the female part and the 1 ½ inch tubing part.the reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition durng the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020; reported as either late (B)(6) 2020 or early (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp y-type microbore catheter extension set would not prime. It was further reported that when priming the ports to start an IV on a patient, one port primed and the other did not. This issue was identified during priming. There was no patient involvement. No additional information is available.